Event description:
The company was informed that the pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device in the contralateral ear. Advanced bionics is currently in the process of obtaining add'l info. When add'l info is received, a supplemental report will be submitted.